Event description:
A pt implanted with a prodisc l was revised due to discomfort. This is one of three reports for the same event.

Manufacturer narrative:
Manufacture date cannot be determined without a part number and lot number. Investigation could not be completed. No conclusion could be drawn as no device was returned, and no lot number was provided.